Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension; upn: m365db312855b0; model: db-3128-55b; serial: (B)(6); lot: 5000500.

Event description:
It was reported that the patient experienced an infection and underwent a procedure where the deep brain stimulation (dbs) implantable pulse generator (ipg) and lead extension were removed. The devices were not returned as they were retained by the medical facility.